Manufacturer narrative:
This report is submitted on august 14, 2019.

Event description:
Per the clinic, the patient experienced hearing loss and inability to use baha device due to chronic pain with device use. Implant in suboptimal position for attract type of connection. As per patient request, surgeon performed a baha attract connect replacement surgery on (B)(6) 2019, the attract connect has been changed to connect abutment.